Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height 174 cm., body mass index (bmi) 25.1 kg/m2.

Event description:
A patient in a study underwent a da vinci and jura system assisted hemicolectomy surgical procedure. Two days after discharge, the patient experienced a fever and elevated c-reactive protein which required hospitalization. A differential diagnosis of local perforation or anastomotic leakage after robot-assisted hemicolectomy was made. "Antibiotherapy" was started. Therapy was then stopped four days later, when infection parameters and clinical evaluation were going in the right direction; the event was reported as resolved the same day. Discharge occurred six days after readmission. The index procedure was completed without any intra-operative or post-operative complications. Discharge occurred three days after the index procedure. There were no reports of a da vinci device malfunction during the procedure. The study investigator reported the event as mild severity, a serious adverse event (requiring hospitalization), a clavien-dindo grade ii, possibly related to the patient's underlying disease status, possibly related to the da vinci system and possibly related to a third-party device, but not related to the study procedure, and not related to the jura system.